Event description:
It was reported by the sales rep that there were 2 coronary sinus perforations with the proplege cornary sinus catheter. Per the sales rep "the md "didn't think that it was reportable" so he never mentioned it." The perforations were noted on fluoro image but neither required repair. No impact on patients. No products to return or lot numbers for the stated devices. The occurrence dates remain unknown.

Manufacturer narrative:
Device was discarded by the hospital. Unable to perform an investigation. The product was not returned and the root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.